Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation. Therefore, reported complaint cannot be confirmed.   A manufacturing record review was conducted. The production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There are no associated nonconformity reports or deviations. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date there is no indication that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received from a (B)(6) female patient who had multifocal lenses implanted in both eyes in (B)(6) 2014. She claimed that she can see at distance without the glasses she always worn. However she has no near vision despite her optometrist prescribing reading glasses. Vision is hazy and she cannot focus, even at distance and for driving. She had many follow-up visits with her doctor and the doctor appears to be stumped and has discussed dry eye studies. Patient underwent lasik procedures on both eyes to remove debris, with no effect. She finds it difficult to focus on the computer. Reading exhausts her and she has stopped drawing completely, which used to bring her great pleasure. As a result, she has been both disoriented and depressed because of her vision. Additional information was received and it was learned that the patient was not able to read close up right after the surgery. She was prescribed reading glasses; however, sometimes it helps and she has good days and bad days. She is reading less as she finds it hard to concentrate when reading. She is not affected by halos and glares. She feels that there is interference with the lens, cloudiness or like an oily film. The doctor does not know what is causing the issue. However, the doctor did notice there was some tissue build up on the lens and so she had lasik procedure done to remove the tissue build up. This helped for a week. Patient stated that she will follow up with her doctor to see if there is still tissue build up. She also stated she has dry eyes and when wearing contacts she would have mucus build up on her lenses. She was told to use the over the counter eye drops but they did not really help. She also stated her doctor recommended she participate in a dry eye study which she may join. Two reports will be submitted, one for each lens/eye. This report is for the left eye.